Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), a loss of communication between the transmitter and the insulin pump, customer received a lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-7911na, mmt-7811na. Customer reported a loss of communication between the transmitter andthe pump. Transmitter is oow. Customer reported physical damage (crack or scratch) on the pump note lated to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-7911na. Mmt-7811na was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked case (battery tube). Confirmed the pump communicated properly with a test guardian link transmitter. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.